Event description:
Part nvarm - nv 2.x arm the customer reported that the arm won't hold weight for camera #5 and is loose. No injuries. A replacement arm and its supports were shipped to the customer. Awaiting further feedback from the customer.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). The defective arm was returned to the middleton warehouse for investigation. The investigation results noted the following: this arm is exhibiting the same type of "drooping" issue that we have seen in the past on these arms. Over time the arm can lose its ability to hold a worst case horizontal position but can still be positioned to be functional. The users are informed to never position the arm over a bed. A post market risk assessment was performed ((B)(4)) and no action is required. The issue was addressed on capa005355: "description of change: nicview 2.0 - improvements to the arm hardware (nvarm) from gcx to address drooping gooseneck failures and camera mounting screw (at ball socket)." Failure confirmed: yes. Root cause/probable root cause: known issue, wear or loss of rigidity over time. Closure rationale: complaint verified, CAPA initiated or already open. Complaint will be included in trending data for further review.

Manufacturer narrative:
Initial report ref natus complaint (B)(4). UDI number, serial number is not applicable. Acceptable risk associated with the complaint as per hazard ID line 6.7 in doc-023354 nicview 2 risk analysis spreadsheet. Severity risk: 11; moderate. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews further investigation to be carried out.

Event description:
Part nvarm - nv 2.x arm the customer reported that the arm won't hold weight for camera #5 and is loose. No injuries. A replacement arm and its supports were shipped to the customer. Awaiting further feedback from the customer.